Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a vitrectomy, it felt like the probe tip was sticking in the trocar upon insertion. An alternate probe was used. The case was completed without patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the probe was returned for evaluation. The probe was manufactured on july 25 2017. Based on qa assessment, the product met specifications at the time of release. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample revealed some adhesive on the cannula and nitinol. The probe was inserted into a 25g trocar and there was some resistance felt, confirming the reported event. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip during manufacturing. An internal investigation was opened to address this issue. The manufacturer internal reference number is: (B)(4).